Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13d19031, h13c06048, and h13b26089 and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was reinitiated. It was reported that the cause of the peritonitis was due to the patient having solution dwelling in their peritoneum for a week as a result of a bowel obstruction. The patient was in the hospital for the bowel obstruction prior to the diagnosis of peritonitis. The patient was treated with unspecified antibiotics for the event. The patient recovered from the event and was discharged from the hospital.